Event description:
It was reported that the customer was taken to the hospital with blood glucose levels above 300 mg/dl. The customer was unconscious at the time of the call. Assisted with reviewing the insulin pump history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.